Event description:
Dreamtone wire did not glide through sphintertome properly. Wire caught in the channel and required too much force to move wire. Noticed at beginning of the procedure when attempting to get into the bile duct.